Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 34mm mitral annuloplasty ring, it was explanted and replaced with a 30mm mitral annuloplasty ring of the same model. The reason for replacement was reported as residual mitral regurgitation. The physician stated that there were no issues with the ring itself. No additional adverse patient effects were reported.